Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was completing his work away from his home and his cgm alerted for a value of 350 mg/dl. The patient experiences slight confusion with hyper and hypoglycemia; therefore, he suspected the cgm value of 350 mg/dl was accurate since he felt ¿slightly confused¿. Because of the inaccuracies that occurred the prior day, he did not treat with insulin and drove home to perform a bg. However, while driving, he lost consciousness and crashed head-on into a large pick-up truck. Emergency medical services (ems) arrived; a bg was performed but the value was not provided. Ems was unable to start an IV and administered glucagon in route to the hospital. The patient regained consciousness upon arrival to the ed, an IV was started and IV glucose was administered. The patient was evaluated, a head and chest CT (computed tomography) scan were performed and an x-ray of his thumb. He was diagnosed with a fractured back (l1, l2), a fractured thumb, knee lacerations and scattered bruises. He was admitted to the hospital for five days and released home with physical therapy. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.